Event description:
It was reported that on (B)(6) 2026, the patient underwent an orif surgery for intra-articular fracture of the talus on talus with the product in question. The surgery was completed successfully with no surgical delay. On march 9, 2026, the sales representative was notified by hospital staff that the guide wire in question was bent when opened. Another guidewire had been opened and the operation was completed without any problems.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: sterile part: 292.623s, sterile lot: 441l577, release to warehouse date: 03 november 2025, expiration date: 01 november 2035, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guidewire ã¸1.1 l150 sst was received out of the package and bent at the proximal part. The packaging was received and could be observed slightly twisted. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. A dimensional inspection for the guidewire ã¸1.1 l150 sst was not performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ã¸1.1 l150 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: k-wire d1.1 w/trocar * l150.